Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 200 units of insulin during the load sequence. Additionally, it was reported that the insulin gauge was inaccurate, and the wake button was sticking. Customer's blood glucose was 193-194 mg/dl. The customer continued to use the pump for insulin therapy.